Manufacturer narrative:
Product analysis: an inspiratory flow sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: an exhalation flow sensor returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis; functionality testing was performed. The ventilator failed flow sensor calibration for air offset out of range. A visual inspection of the returned component was performed and found contamination on the hot film element. An investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination due to customer mishandling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator was giving inaccurate volume readings while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) verified the malfunction and replaced the exhalation and inspiratory flow sensors. The unit passed all testing and operates within the manufacturing specifications.